Event description:
I'm an rn that was spiking infusion bags for cancer patients. Before I opened the zyno medical secondary administration set, I noticed there was a hair in the bag. This is a sterile product. The outer packaging had not been opened or tampered with, and the hair can clearly be seen on the inside of the sterile package. Refer to additional documents in i2k.